Event description:
It was reported that pump experienced malfunction alarm with code that indicated resettable issue and no notable events occurred before problem. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if problem returned, which customer acknowledged and understood.